Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'does not turn on with slide clamp' which was reproduced during evaluation. Evaluation revealed that the upper latch switch did not function normally. The upper auxiliary assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not turn on with slide clamp during testing at the biomed service department. There was no known patient injury or medical intervention associated with this event. No additional information is available.